Event description:
It was reported that the retrieval system broke at the metal part of handle, while putting the cone over the apex of the filter via a jugular approach. This was for a scheduled filter retrieval, date of implant not known. It was reported that approx. 12cm of the retrieval system remained in pt after it broke. The doctor was able to remove the device after a cut down was performed at the site, to grab the broken end of the system. It was reported that the cone had enough of the filter attached, that he was able to pull the partially open filter out of the pt. There was no reported injury to the vessel.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies. The manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was not returned for eval as it was discarded by the user facility. Based on the info submitted, the results of this investigation are inconclusive and the root cause is unk.